Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it has been confirmed that the flickering of the image occurred due to the connection failure due to the damage of the video connector. The damage to the video connector adds external force. Or, it may have occurred due to wear or deterioration of long-term use . Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
During a call with tac (technical assistance center) support engineer, customer stated that end user had a cyf-v2 scope connected to the otv-s190. Customer thought the issue was with the scope and received the loaner. The customer stated that he was able to recreate the issue with both scopes by slightly moving the video connector paddle to the left. Customer stated that the image goes out for 3 to 4 seconds and then comes back. Customer was advised that the video connector socket on the otv-s190 may be getting worn. The subject device was received for evaluation. Inspection found the reported issue was confirmed. Worn out video connector causing poor connection was observed. Video connector needs to be replaced. A new type switch was noted on the device and unit was observed running old software version and needs to be upgraded. Based on evaluation findings, the reported issue was identified to be attributed to a worn out video connector. The root cause of the worn out video connector was attributed to electronic component failure. This report will be supplemented accordingly following investigations.

Event description:
It was reported that during an unknown procedure the image went out for 3 to 4 seconds and then came back. The intended procedure was completed with the same device. There was no patient harm or impact reported due to the event. No user injury reported.